Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 6 months post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve due to regurgitation caused by pannus formation. The physician reported the replacement was due to the pannus formation and not a failure of the ring. No additional adverse patient effects were reported.